Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was 37 mg/dl. The customer was treated. The customer will call back because he has no time to troubleshoot.